Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states their blood glucose at the time of incident was about 600mg/dl. The customer states she believes that insulin was not going through, and the site was clogged. The customer states they were treated with manual injections and an insulin drip. The customer states they have had issues with no delivery alarms with past sets. The customer states the alarm was resolved with an infusion set change. The customer declined to return set and reservoir for analysis. The customer was advised to call back if issues persist.